Event description:
Leica biosystems was contacted with a complaint where a tissue processing protocol abandoned and left xylene in the retort. On (B)(6) 2023, the complainant communicated to leica biosystems that, "three cases that were improperly dehydrated on the peloris ii were not diagnosable." On 24 february 2023, the complainant provided leica biosystems with the following additional information, "only one of the cases had clinical impact and re-biopsy could not be performed."